Manufacturer narrative:
The reported malfunction was attributed to the battery interconnect board. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
During functional testing at MFR service department the device display a "pacer disabled", "defib disabled", and "system fault 36" message. There was no pt involvement during the malfunction.